Manufacturer narrative:
Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the pump had a scratched screen. Functional testing involved the pump being started in application and no problems were found with the pump double beeping. The pump was found to display error code 1814. The downstream sensor was replaced as a preventive measure. Based on the investigation, the double beep no cassette complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited double beep no cassette. No adverse effects were reported.